Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. The ot meter has not been reportedly working for a week prior to this event. Pt uses ot meter together with spouse. On the day of the event, pt was not feeling well and was experiencing burning eyes, drowsiness and 'feet were on fire'. Pt's blood glucose was 448mg/dl on a neighbor's meter of unknown brand. Pt later took morning set dose of 70/30 insulin, but did not seek any medical advice. Pt does not base insulin intake on the ot meter readings. No further information has been reported.